Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00200, and device 2 is being reported under MDR-2247858-2025-00201. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"On (B)(6) 2025 subject presented a chronic dissection; details of the procedure are still pending from the site, however, the site did report a type iiia endoleak confirmed by CT at index procedure; site reported this as related to procedure and device. Prior to the procedure the site stated that the subject had an acute on chronic dissection involving juxta superior mesenteric artery aorta extending distally into right external iliac artery and into distal superior mesenteric artery. Following the index procedure, the site reported that the patient developed a small ileus ((B)(6) 2025 - reported as related to procedure), CT scan showed an intramural hematoma along the aortic arch ((B)(6) 2025 - reported as related to procedure), CT scan showed a left pleural effusion with compressive atelectasis of the lingula and left lower lobe ((B)(6) 2025 - reported as related to procedure), CT scan showed a treoperitoneal and pelvic hematoma ((B)(6) 2025 - reported as related to procedure) and significant post-op pain ((B)(6) 2025 - reported as related to procedure)." Patient outcome: "pending completion of data entry and site was asked to upload all imaging and provide source documentation."